Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold, fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label and that insulin should be at room temperature before filling a cartridge per user guide. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery.